Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged as recommended. As a result the ipg was inoperable. An sjm representative interrogated the scs system and confirmed the issue. The patient's ipg was explanted and replaced. The patient's stimulation was restored and the patient's issue was resolved.